Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported the aligners destroyed their teeth and health. They have teeth falling out, cracked teeth, tooth decay, jaw pain and headaches. They will now have ongoing dental work as a result of the byte aligners.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.